Event description:
This rv lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2014. A call to technical services placed on (B)(6) 2014 states they extracted this lead on that day and replaced device. New device and rv lead were placed. The physician was dr (B)(6) at (B)(6) medical center in (B)(6). No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).